Manufacturer narrative:
Zimmer biomet (B)(4). Patient age unknown. Patient weight unknown. Event date unknown. Device lot number not provided/unknown. Device not returned.

Event description:
It was reported that the abutment screw fractured.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified that the device was discolored and fractured. Functional testing could not be performed due to the nature of the event. No pre-existing conditions were reported. The reported device had been placed on an unknown tooth location for an unknown amount of time. X-ray images were provided and fracture was confirmed. DHR review could not be performed since the lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number (iunihg) was performed for similar events and no complaint about nonconforming products was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is inadequate treatment planning or excessive loading. The following sections have been updated: b4: date of this report; d10: device availability; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h3: device evaluated by manufacturer; h6: entered evaluation codes; h10: added manufacturer narrative.